Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, the powered stapler was loaded fine for with all indicators green. The staff said that they cycled the reload. When the doctor went to close on vascular tissue, the jaws articulated. They tried several times, but the jaws articulated each time. The sales rep recommended that they use a different shell and the assembly at the back table went well; however, the surgeon refused to use it. They opened a manual handle and had a successful firing for at least one firing; however, the handle cracked and broke in the subsequent firing. Competitor's device was used to complete the case. The surgical time was extended by more than 30 minutes due to the product problem.